Event description:
Per the clinic, the patient experienced keloid growth and skin infection at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the magnet. The patient underwent a revision surgery on (B)(6) 2022, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on january 04, 2023.